Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer reported that she felt that the cannula may have dislodged from the infusion site. The would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported on (B)(6) 2012 at 5:08 pm, after only a few hours of wearing that device, her blood glucose measured 373 mg/dl so she took a 4.25 unit insulin bolus for correction. At 6:09 pm her bg had decreased only to 308 mg/dl. She felt that the cannula had dislodged from the infusion site, so she changed the pod.